Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including troubleshooting testing and stress testing without duplicating the report. The customer declined the repair of a physically damaged enclosure component and some recommendations for replacement. The device was returned to the customer labeled not for clinical use and not recertified. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.